Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h4, h6, h11. The device was not returned to olympus for inspection, but device was evaluated by field service engineer and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the issue was traced to altered settings on the master monitor. Root cause could not be identified. Based on the results of the investigation, the issue was traced to altered settings on the master monitor, which had resulted in a change to the clone-out resolution feeding the zero wire. All settings were restored to standard, and a full functional test was performed. The system is now operating correctly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device displayed no image. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.